Event description:
The device was used during a low anterior resection. It was reported the device was fired by the resident. A crunch was reported to have been heard, and upon removal, the knife had cut a donut, but the device did not staple the anastomosis. Stool leaked into the pelvis. The surgeon had sewed the anastomosis and the pelvic cavity was flushed extensively. The device was inspected on the back table, and surgeon attempted to fire the device at the back table. There was no consequence to the pt.